Event description:
The report stated that during a lash procedure, the jaws of the ligasure atlas would not open. The device was then dissected out of the tissue.

Manufacturer narrative:
Covidien lp (formerly valleylab) has requested the return of the sample, but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted. The site was asked to provide the pt's age and weight, but has not yet responded.